Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02187. It was reported that one of the patient's leads migrated and, high impedances were measured at the other lead. As a result, surgery occurred to explant and replace the leads to address the issue. It is unsure which lead migrated and which lead had high impedances, so both issues are being reported on both devices.